Event description:
Same as manufacturing number 6000093-2005-00850. It was reported that following a coronary drug eluting stenting treatment procedure the patient experienced a subacute thrombosis. In september 2004 a taxus express2 2.5 x 8 mm drug eluting stent was placed in the proximal left anterior descending (lad) artery while a 2.5 x 12 mm stent was deployed distal to the cypher stent. The patient was discharged on a plavix regimen. In april 2005 the patient stopped taking the plavix unadvised by the physician. The patient then presented with symptom indicting a myocardial infarction in june 2005. It was determined that all three stents were 100% occluded. No intervention was performed as the patient was pharmaceutically treated with integrilin. Angiography performed whoed all three stents were now open and the patient was discharged on a plavix and aspirin regimen. The patient's current condition was reported as satisfactory/good.